Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 3 anti-tachycardia pacing (atp) and 6 electric shocks due to supraventricular tachycardia (svt). The therapy got exhausted. Boston scientific technical services (ts) made reprogramming suggestions. The device remains in service. No additional adverse patient effects were reported.